Event description:
The customer reported that the device issued a "speaker malfunct." Inop together with a loss of audio. There was no allegation of a death or serious injury.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A final report will be submitted once the investigation is complete.